Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced kidney pain while using the catheter. Per additional information received from the complainant on 06/14/2018, the patient experienced a urinary tract infection. The patient received samples from his doctor that he allegedly attempted to wash and re-use. The complainant reported that he was prescribed antibiotics to treat the infection.